Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Investigation activities: the device was not returned for analysis and the complaint as reported was not able to be confirmed device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and tissue reaction to implanted materials can occur. In some cases, the formation of reactive tissue around the lead in the epidural space can result in delayed onset of spinal cord compression and neurological/sensory deficit, including paralysis. Time to onset is variable, possibly ranging from weeks to years after implant. Investigation conclusion based on all available information, boston scientific has assigned an investigation conclusion code known inherent risk of device.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.